Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the system logs and confirmed that the med application response time ranged from 50 ms to 400 ms per action. The event viewer showed a single occurrence of event ID 1002, with no repeated instances. The station was also recently rebooted, and the tss verfied that system performance has stabilized post-reboot. Customer confirmed station was working good after reboot. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system was freezing. The customer reported that the system continues to freeze when retrieving controlled substances, specifically fentanyl and midazolam, from the mini pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.